Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing on both the atrial and ventricular channels. This resulted in over pacing and subsequently, this patient experienced a ventricular fibrillation episode which was successfully converted with an electric shock. Boston scientific technical services (ts) offered reprogramming options. No additional adverse patient effects were reported. At this time, this device system remains in service.